Event description:
Customer reported an unexpected negative reaction using capture-r indicator red cells on galileo. A patient sample tested positive in tube and negative on the abid assay on the galileo.

Manufacturer narrative:
The product expired prior to receiving the complaint. Retention testing for capture-r indicator red cells, lot 221107 was performed. No unexpected reactivity was observed. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.